Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints for this lot number. This report was mailed to the FDA on: 4/19/07. Additional info was requested 3/21/07 and 3/22/07 by email and mail. A completed questionnaire has not been returned.

Event description:
A surgeon reported mark on posterior of lens. Additional info, including pt status, has been requested.